Manufacturer narrative:
(B)(4). G2: japan. Visual examination of the returned product identified multiple barb tabs to be flattened around the radius of the liner. One barb tab is scraped such that a poly strand protrudes from the liner. Gouging is present on the sidewall. One light scratch was observed on the outer radius of the liner. Complaint confirmed based on evaluation of returned product. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report was originally reported under the wrong manufacturer: (B)(4) biomet

Event description:
It was reported that during the procedure, the surgeon was not able to assemble the lineliner with the shell. Another liner was used to complete the procedure. There was no harm or health consequences to the patient. Attempts have been made and no further information is available.